Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site (specific date not reported). Subsequently, the patient was treated with topical antibiotics for 7 days (specific date not reported).